Event description:
Additional information received on 26-jun-2024, for mw5106597. Correcting procode information. Reference reports: mw5106597, mw5106597-1, mw5106597-2, mw5106597-3, mw5106597-4, mw5156678, mw5156679, mw5156680, mw5156681, mw5156683, mw5156684, mw5156685.

Event description:
Soft contact lenses fragment. I've worn contacts for over 20 years, almost exclusively bausch & lomb purevision. During that time, I only recall a handful of lenses that split or pieces broke off the edges. Those were extended-wear lenses, so it's not too surprising that this sort of thing would occur. In 2021, I tried extreme h2o lenses. With the first trial pair, a chunk broke off one lens. Another pair was ordered and the same thing happened with that pair. I told the doctor I didn't want to continue using them, and he said the only other option was custom lenses. I paid to see a specialist and found that custom lenses would run about (B)(6) every three months. I have no insurance and that was out of the question, so I contacted the previous doctor and went in for another exam. It was determined that the only lenses that might work on my flat corneas were the extreme h2o lenses, because they're the only one available in 14.8 dia, and 8.7 bc; and they only come in daily wear. I received a box of dailies for each eye and have worn a few pairs over the past month or two. During that time, one-third to half of the lenses have had chunks come off the edges. I say chunks because they're not miniscule fragments, they are good-sized chunks. I never find the pieces in my eyes, so I don't know where they go, but the lenses go in whole and then become uncomfortable (sometimes within minutes), and when removed I find chunks missing. Because this happened with lenses ordered at different times and with different styles, it appears to me that whatever materials these lenses are made from is inferior and not suitable for contacts. Not even ones intended to be worn a single day. Additional information received from reporter on 25-jan-2022 for mw5106597. This isn't a problem with one particular lot number or style, it's been with several of the trial lenses I tried. And I don't have the cases for every pair I've used, so I can't provide the information off them. I've tried contacts from every major brand and haven't had trouble like this with any others. I really wish there was an alternative, but as I stated in the complaint, this is the only company making regular lenses in this large diameter. So even though I hate lenses, I've been comparing prices online and had planned to order a couple boxes over the weekend, I just didn't place the order yet. I also find them very difficult to discern whether they are inside out or not. They aren't marked and don't seem to change shape when inverted. I forgot to mention in the complaint that they first lenses were weeklies. The ones I have now and am planning to order are dailies. I wanted to update my complaint anyway. Last thursday morning I needed to go out so I put new trial lenses in both eyes and then began shaving. About 30 seconds later it felt like I had something in my right eye and I thought perhaps a piece of whisker had shot in there. I reached in to take out that lens but only half came out; the other half remained and I had to fish it out. The brand new lens had split down the center. I finished shaving and about 15 minutes later the left lens became uncomfortable. I took it out to clean it and there were two tiny crescents missing from the edge, directly opposite each other. So that was two brand new lenses that didn't even last an hour. At this rate, wearing these lenses is going to get expensive quick, but still cheaper than custom lenses. Additional information received from reporter on 20-apr-2022 for mw5106597. I ordered a box of lenses for each eye and have worn about 4-6 pair so far. Out of those, three lenses had chunks come out of the edge of the lens. Three days ago, I took my lenses out in the evening after I got home from shopping. A short while later I felt something in my right eye and it quickly became painful. I realized it was probably a piece of lens and after a bit of rubbing and prodding I was able to fish it out with my fingers. It was indeed a piece of lens, but when I checked the lens I'd taken out earlier, it was whole. That means that piece has been in my eye since the night before when I removed a lens with a chunk missing. As stated in my complaint, I do not believe these lenses are fit for use. I think they are hazardous and should be recalled and discontinued until different material is used to manufacture them. Still, I must continue using them since they're the only non-custom lenses made with these specifications. Of the three defects from these boxes I saved two lenses so far (the first one accidentally got disposed of). And I saved the piece I fished out of my eye. But they're all dried out and probably won't be of much use for determining the cause. I only saved them because the place I bought them from offers free replacements for defective lenses and I knew there would be so many that they may not believe me; they might think I'm just trying to score free lenses. Additional information received from reporter on 09-may-2022 for mw5106597. I also called 1800contacts to get free replacements for a bunch of the defective lenses from my order. Besides sending replacements, they are also submitting an inquiry to the company on behalf of me, their customer. The rep I spoke with didn't know if there had been other complaints about extreme h2o lenses. They are giving the company my phone number so they can contact me. Therefore, I guess it's okay for you to provide it to them as well. On (B)(6), I put lenses in and went shopping. That night I was watching tv on the couch and suddenly felt something in my eye (don't remember which side). I went to take out my lenses and one of them had a piece missing from the edge as has happened so many times before. I was able to remove the lens and the fragment successfully. Then on (B)(6), I put lenses in and went shopping. That night around 10:30, I was lying on the couch watching tv and suddenly felt something in my right eye. I went to take out my lenses and the right one had split in two. I removed half the lens from my eye but never did find the other part - I hope it's not still in there. Another problem occurred about 90 minutes ago. I was lying on the couch watching tv when it suddenly felt like there was a hair or something in my left eye. I went into the bathroom, washed my hands, and tried to remove the lens. Only half of it came out, the lens had split in two. I had to really work to get the remaining piece out, and my eye got quite red in the process. In 14 years of wearing contacts, I don't recall that happening with any other lens. I put this lens in yesterday evening and had worn it for about. It's so exasperating that these lenses keep self-destructing! I can't possibly be the only wearer this has happened to. And it appears that I'm not. I just googled "extreme h2o problem" and found a message board with the address optiboard.com. One page (https://is.gd/9vopgw) someone posed this question in 2005: "anyone have experience with extreme h2o?" One optometrist answered, "most people complain that they tear easy, or that it's too thick and is not as comfortable as acuvues." An ophthalmologist answered, "about 2 years ago the lenses were tearing like crazy; we had a lot of patients that were thrilled with the lenses but annoyed with the wasteage (i.e. The lenses tore during insertion or removal)." On webeyecare.com, I found this bit of information: "daily contacts are made from thin, delicate materials that tear easily, so you may need to handle them with extra care." That the first I've heard about dailies being thinner and might explain part of the issue; in the past I've worn extended-wear lenses because I often sleep in them. I wasn't aware they are made thicker than other types. That may be why I had few issues with damaged lenses for so long. But it doesn't explain why a lens ripped in half while I'm merely watching tv (and not rubbing my eyes). It also doesn't explain why chunks randomly break off the outer edges during use. Reference reports: mw5106597, mw5106597-1, mw5106597-2, mw5106597-3, mw5106597-4, mw5156678, mw5156678-1, mw5156679, mw5156679-1, mw5156680, mw5156680-1, mw5156681, mw5156681-1, mw5156682, mw5156683, mw5156683-1, mw5156684, mw5156684-1, mw5156685, mw5156685-1, mw5157404, mw5157405, mw5157406, mw5157407, mw5157408, mw5157409, mw5157410, mw5157411, mw5157412.